Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: ventilator shut off. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator shut off no health consequences or impact.

Manufacturer narrative:
It was alleged that the ventilator shut off during ventilation of a patient. No harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The log files did not confirm the event. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed.